Manufacturer narrative:
The affected side of the deflation is unknown. The left side serial number is (B)(4) with lot number 1178708. The right side serial number is (B)(4) with lot number 1140594. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was reported as deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a deflation. Device remains implanted. The affected side is unknown.